Event description:
The customer reported that during an orthopedic case on the right hip to remove a tumor, the patient sustained an injury at the pad location. Two generators were in use, another co's abc argon unit and a covidien electrosurgical generator. The patient was in a lateral position with the left side down. The or record indicates that the covidien generator pad was on the anterior left thigh while another co's pad was on the left posterior thigh. The lesion is reported to be on the posterior thigh. However, the initial reporter stated that in a verbal conversation with the nurses in the or, they stated that the pads were actually placed on the patient opposite of what the or record indicates. This would mean the abc pad was on the anterior thigh and the esu pad was on the posterior thigh. The extent of the injury was unknown, but a plastic surgeon was called in and the patient will need additional surgery.

Manufacturer narrative:
The site has indicated that the pad is not available for evaluation. The e7506 is a non-rem pad and therefore, the generator can not detect if the impedance of the return circuit is such that a burn is possible. If the pad were to come loose during a procedure, the current could have concentrated in the remaining patient contact area of the pad and result in a burn.